Manufacturer narrative:
Investigation: the customer did not archive the data as instructed in the instructions for use, chapter 2 (safety & care), page 23. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the patient had previously underwent an exam so the patients' information was already stored in the hard drive. Upon registration for a transesophageal echocardiography (tee) procedure, the physician started scanning the patient and received a message that the patient existed. The physician then began the tee without the patients' name and scanned the patient under "unknown". The exam appeared to be storing thumbnails and making the store beeps as expected but the physician was also seeing "clip cancelled" messages at the bottom of the screen. The tee was completed with no delay in the diagnosis of the patient and there was no patient adverse event reported. The following day, it was found that the patients' images were not stored in the hard drive; however, it was reported that the physician had stored the images into his cell phone for documentation. No additional information was provided.